Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the right ventricular (rv) lead exhibited over-sensing. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information received notes that the right ventricular lead exhibited oversensing of non-cardiac, external noise that led to pacing inhibition.